Manufacturer narrative:
A getinge filed service engineer (fse) was sent to evaluate the unit and replaced the bracket. All functional and safety checks were performed.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units hinge on doppler storage panel is broken.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units hinge on doppler storage panel is broken. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.